Event description:
It was reported that during a procedure, the drill bit broke and a fragment was left embedded in the bone. It was also reported that the procedure was completed successfully without a delay, or medical intervention.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.